Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture (grade IV).

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "acute volume increase", "pain", and "presence of laminar anechoic fluid adjacent to the left mammary prosthesis, predominating in the retroareolar region and lower quadrants, of non-specific aspect". The device remains implanted.